Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a audio anomaly. The volume would rise to level 5 then after 2 to 3 hours the device would not have sound at all. They performed a reset on the device and a self-test. The device would work for a 2 to 3 hours but the audio issue would recur. The customer¿s blood glucose during the incident was unknown. The product will not return for the analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) was present in the insulin pump trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.